Event description:
It was reported that the user found the infusion connector loose after time off the pump and later experienced hyperglycemia recorded at 308 mg/dl following meals; the user had noted an insulin odor, performed a supply change, and attributed high glucose to the pump rather than a leak, while also reporting use of false meal announcements and attempts to pause delivery. Customer care provided support that included troubleshooting and education on proper connector engagement, and avoidance of false meal announcements. Investigation of this case revealed a probable insulin delivery issue related to a loose or leaking connector, with subcutaneous insulin via pen used as backup and no device alarms observed. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that user technique and a loose infusion connection were the likely causes.